Event description:
It was reported that solution flowed at a slower rate than expected with a clearlink solution set. This occurred during testing using a pump. The reporter stated that there was "nothing wrong with the pump and that is was working just fine." There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.